Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35j experienced device damage while still considered operable. The following information was provided by the initial reporter, translated from japanese: this is a report about a damaged component of injector. During preparation of 5fu, the hcp confirmed a damage/scratch on the white bumpy component (that is held by fingers). Whether it was present or not before unpacking is unknown.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35j experienced device damage while still considered operable. The following information was provided by the initial reporter, translated from japanese: this is a report about a damaged component of injector. During preparation of 5fu, the hcp confirmed a damage/scratch on the white bumpy component (that is held by fingers). Whether it was present or not before unpacking is unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 30-nov-2022. H6: investigation summary : one sample was provided to our quality team for investigation. Through visual inspection, damage is observed on the injector. During the packaging process, injectors are placed by operators in the film pocket of the packaging machine. After placement, sealing of the paper and film takes place where longitudinal and transversal blades create the individual packs. A device history review was performed for lot 2201005, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the same lot were used for additional evaluation. All product was evaluated and no damage or other defects were identified. Product undergoes visual and functional inspections throughout the manufacturing process to ensure the quality and functionality of the device. While we could not identify a direct issue, it was determined this incident likely occurred during the packaging process due to a jam, causing the blades to cut the product as the packaging was displaced. H3 other text : see h10.